Event description:
A caller reported experiencing a cartridge alarm labeled as alarm 20. The specific blood glucose value was not provided, but it was indicated as "high," suggesting an elevated level. To address the issue, the customer administered a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed cartridge alarms occurred with consecutive cartridges and resolved to replace the customer's pump, despite it being out of warranty. The customer expressed interest in obtaining an out-of-warranty loaner pump to maintain insulin delivery.